Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the healthcare provider (hcp) has placed the stimulator in my stomach in october. The patient called the hcp to tell them that is not working for them and it hurts where she placed it and on top of that it is actually doing flips inside the pocket that hcp created which she informed she could only suture it on two sides. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.